Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the struts of a 5mm extra support rx angioguard rx emboli capture guidewire system embolic protection device were found to be fractured upon opening the package. Specifically, the two ribs of the umbrella were fractured. A new protection umbrella was replaced immediately to continue the procedure. There was no reported patient injury. The operator was reported as trained on the device, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The patient had carotid artery stenosis and the device was intended for use during carotid artery stent implantation following angiography. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the struts of a 5mm extra support rx angioguard rx emboli capture guidewire system embolic protection device were found to be fractured upon opening the package. Specifically, the two ribs of the umbrella were fractured. A new protection umbrella was replaced immediately to continue the procedure. There was no reported patient injury. The operator was reported as trained on the device, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The patient had carotid artery stenosis and the device was intended for use during carotid artery stent implantation following angiography. A picture analysis evaluation was performed for an angioguard rx device from ref 501814re and lot 35270858 based on one attached photo. The graphic material showed the delivery sheath in the coil dispenser and the torque device with the antimigration clip. No anomalies were observed on the filter basket, and no additional details were visible in the provided graphic material. An angioguard rx 5 mm basket diameter / 180 cm embolic protection device, received non-sterile in a clear plastic bag, was returned for evaluation along with two additional unidentified components, one transparent and one white. The embolic protection filter basket and the embolic capture guide wire (ecgw) were available for analysis. Visual examination identified fractured filter wires (struts) upon receipt and a kinked/bent condition at the distal tip of the device; no other anomalies were observed. Microscopic evaluation under high magnification confirmed the same findings, specifically fractured basket wires/struts and distal tip kinking/bending, while confirming that no damage was present in the filter membrane and no additional abnormalities were identified. Scanning electron microscopy was performed on the fractured filter basket and showed a rough, uneven fracture surface with rounded features consistent with plastic strain prior to fracture, as well as localized areas of final tearing indicating the material had been subjected to tensile loading and continued to elongate until failure. Overall, the findings were consistent with a ductile failure mechanism and support that the observed damage most likely resulted from mechanical overstress, or excessive force, rather than an inherent material issue. No manufacturing-related anomalies, production defects, or material defects were identified during the evaluation. The reported ¿filter basket ¿ fractured¿ was seen during the product evaluation. The exact cause of the event cannot be determined. The device is packaged inside a coil dispenser with the filter basked docked inside of the filter basket introducer. However, images of the device that was returned show the delivery system/ecgw was removed from the coil suggesting the device was handled. The device was stored and prepared per the instructions for use (IFU); there were no visible signs of device/package damage prior to use and evaluation results showed signs of mechanical overstress. Therefore, handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used; information for safety is provided in the product labeling to make users aware of these risks. The instructions for use (IFU) state: ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and the results of the product analysis, there is no objective evidence to indicate the event is related to device design or manufacturing; therefore, no preventive or corrective actions will be taken at this time.